Event description:
During implantation, the stylet could not be removed from the left ventricular (lv) lead. After further attempts to remove the stylet, a portion of the inner electrode wire was pulled out along with the stylet. The lv lead was explanted and replaced to resolve the event. The event resulted in a clinically significant prolongation of procedure time. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event was isolated to bunched up and clogged polytetrafluoroethylene (ptfe) coating of the stylet that prevented the removal of the stylet. Additionally, excessive forces resulted in the crimp sleeve pulled out of the molded connector assembly, consistent with procedural damage.